Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 624mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 12 x 2.75mm taxus¿ liberté¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device and the patient's status was stable. However, returned device analysis revealed a hypotube break.